Manufacturer narrative:
The system was used for treatment. No kit lot number was provided; therefore, a batch record review and trending could not be conducted. The uvadex lot number was not provided, since uvadex was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for alarm #7: blood leak? (Centrifuge chamber), alarm #45: red blood cell pump alarm and drive tube leak/break. No trends were identified for these issues. However, a corrective and preventive action was initiated for complaint category drive tube leak/break. Photographs were received for analysis. Review of the photos confirmed the broken drive tube complaint. Root cause of break is most likely operator misload of the lower bearing into the lower retainer. No manufacturing defect identified. (B)(4).

Event description:
The customer reported an alarm #45: red blood cells at 650 ml. The operator then stopped the treatment, removed and reinserted the centrifuge bowl and restarted the treatment. A blood leak then occurred along with an alarm #7: blood leak? (Centrifuge chamber). The lower bearing retainer clip had not been correctly installed and the drive tube broke at the level of the lower clip. The clinical services specialist (css) confirmed with the customer that the leak sensor in the centrifuge chamber was not damaged. The treatment was aborted and no blood was returned to the patient. Photos have been submitted for investigation.